Event description:
On (B)(6) 2013, the distributer contacted animas stating there were no audible tones to the pump. The vibratory feature reportedly was working on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2004. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump was opened; the solder was found to be cracked on the piezo. The pump booted to the verified screen with no audible sound. Audible tone was not present with alarms. The vibrate feature was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.